Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2023, a 15-year-old male child patient's infusion set's tubing detached from the connector and this issue occurred with three infusion sets. Therefore, the patient's blood glucose level ranged between 300-400 mg/dl at the time of all the events. Moreover, the infusion set had been used for less than 2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.